Event description:
Note: this report pertains to the second of two hologic devices used in the same procedure. See associated medwatch manufacturer's report number 1222780-2010-00043. User facility reported three unsuccessful cavity integrity assessment (cia) tests during an attempted novasure endometrial ablation. A hysteroscopy was done and the physician visualized an area where there was a suspected perforation and the procedure was abandoned. No treatment was needed and the patient was discharged home. During follow-up on (B) (6) 2010, the physician reported the patient is doing fine. A hysteroscopy was performed prior to the attempted ablation, as was a dilatation, and sounding with a suresound (hologic device). It is not known when this perforation occurred or what instrument may have been the cause.

Manufacturer narrative:
Lot number of the suresound not provided by the complainant, therefore, the expiration date is not known. The device is not being returned therefore, a failure analysis of the complaint device can not be completed. Device history record (DHR) review could not be conducted for the suresound as a lot number was not provided by the complainant. According to the instructions for use (IFU) warnings: use caution not to perforate the uterine wall when sounding, dilating, or inserting the disposable device. If the disposable device is difficult to insert into the cervical canal, use clinical judgment to determine whether or not further dilation is required. The novasure system performs a cavity integrity assessment (cia) test to evaluate the integrity of the uterine cavity, and sounds an alarm warning of a possible perforation prior to treatment. Based on the information obtained to date, no direct correlation can be made between the reported event and the novasure system. (B) (4).